Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient developed a significant localized infection, which was described as a foreign body¿related infection identified as diphtherial in nature. The patient underwent medical evaluation including imaging studies such as x-ray, which did not reveal the presence of the suspected retained foreign object. A CT scan had not yet been performed, and the patient inquired whether such imaging would detect the foreign body. During this episode, the patient was treated with multiple courses of antibiotics and underwent a procedure where the infected area was lanced, allowing a large amount of infection to drain. It remained uncertain whether the foreign material was expelled during this treatment. The name, dosage and frequency of the antibiotic wasn't mentioned. The patient managed the condition with the assistance of healthcare providers, including physicians who evaluated the infection, prescribed antibiotics, and performed the drainage procedure. The total length of medical management extended over several clinical encounters, though no specific hospitalization duration was noted. The patient stated the infection had been actively treated but the presence of any retained foreign body remained unconfirmed due to inconclusive imaging results. The working diagnosis was a foreign body¿associated soft tissue infection. The current condition was stable following treatment, though the patient was seeking further guidance regarding appropriate imaging to confirm whether any foreign material remained. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.